Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead recorded a ventricular event with diaphragmatic over sensing. This caused a greater than two seconds pause in pacing. The health care professional (hcp) was not able to reproduce with coughing, deep breathing and valsalva maneuvers. It was recommended to adjust automatic gain control (agc) and afterwards, completing a defibrillation threshold (dft) test to measure amplitude of the ventricular fibrillation (vf) to make sure there was no under detection. Finally, the dft was completed with the rv sensitivity change. The crt-d and the rv lead remain in service. No additional adverse patient effects were reported.